Event description:
Additional information received reported that eri occurred in (B)(6) 2013 and eos occurred in (B)(6) 2013; however, per the pump logs that were returned, eri had occurred (B)(6) 2012. It was thought that there was an erroneous eri/eos due to a recall malfunction. It was also reported that the location of the explanted device was not known.

Event description:
It was reported that the patient missed a doctor appointment and had a critical alarm, due to end of service (eos), two days prior to this report date. The medication being delivered was gablofen. The pump was replaced. The patient was admitted to the hospital, two days after this report date, with withdrawal symptoms that began "a couple of days" prior. Two days after this report date, it was noted the patient was "ok", and had been receiving intravenous benzodiazepines. The patient had symptoms including a return of spasticity, fever, and elevated creatine phosphokinase (cpk.) The patient's status was reported as stable. The pump event logs showed the early replacement alarm on (B)(6) 2011 and an eos date of (B)(6) 2011. However, the health care provider stated the eri alarm occurred in (B)(6) 2013, and the event log showed the pump had been off for just 68 hours and 48 minutes.

Manufacturer narrative:
Product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).